Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.